Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the alarm. The tsr instructed the rn to end therapy, disconnect the hp the aseptic way and start over with all new supplies. The tsr explained that they needed to ensure that the patient line was primed all the way before connecting the patient. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.